Event description:
Procedure: laparo oophorocystectomy. According to the reporter: after closing the incision, the surgeon found the distal end of the trocar sleeve was chipped. The surgeon inserted the camera port again and searched the cavity, but no broken piece was found. The surgeon concluded nothing was remained in the cavity and closed the incision again. No bleeding. No tissue damage. Nothing remained in the cavity.

Manufacturer narrative:
(B)(4).